Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked case at battery tube side, fading serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The pump was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had a crack on the backside of the casing. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.